Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, reactive anti-hav igm (ahavm) results were obtained from two samples from the same patient when tested using vitros ahavm lot 5750 on a vitros 3600 immunodiagnostic system. The vitros ahavm results were discordant when compared to vitros ahavt results from the same patient samples and a hepatitis a rna result for the patient which did not suggest acute hepatitis a infection. Patient 1, sample 1, vitros ahavm results of 7.93, 7.87 and 7.77 s/c (reactive) versus the expected result of non-reactive patient 1, sample 2, vitros ahavm results of 4.23 and 4.53 s/c (reactive) versus the expected result of non-reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, reactive vitros ahavm results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602214.

Manufacturer narrative:
The investigation determined that discordant, reactive anti-hav igm (ahavm) results were obtained from two samples from the same patient when tested using vitros ahavm lot 5750 on a vitros 3600 immunodiagnostic system. The vitros ahavm results were discordant when compared to vitros ahavt results from the same patient samples and a hepatitis a rna result for the patient which did not suggest acute hepatitis a infection. A definitive cause of the discordant, reactive vitros ahavm results was not established with the limited information provided. The event was isolated to samples from a single patient. Interference in the samples for the patient cannot be ruled out as a contributor to the event. It is possible that an interferent that affects the vitros ahavm reagent assay contributed to the event, however, this could not be confirmed as no testing to rule out an interferent was conducted at the time of writing this report. A vitros ahavm lot 5750 reagent issue cannot be ruled out as a contributor to the event, as no historical qc results were provided when requested to verify the performance of the vitros ahavm lot 5750 reagent assay. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahavm lot 5750. There was no indication of a vitros instrument malfunction and vitros ahavt results for the patient sample were as expected. However, no diagnostic within run precision testing was conducted around the time of the event to verify instrument performance. Therefore, issues with the vitros 3600 immunodiagnostic systems cannot be entirely ruled out as a contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.